Event description:
In preparation for an endoscopy procedure, a cook 6 shooter saeed multi-band ligator was selected. During the device assembly to the endoscope process, the plastic guide [loading catheter with blue hooks] broke twice at the handle. Additional info provided indicated the user tied the trigger cord to the blue hook on the loading catheter. In an attempt to load the ligator onto the endoscope. This is against the instructions for use for this device. This occurred during the loading process; the loading catheter was not located inside the pt's body. The complainant did not specify if the pt required additional medical procedures due to this event. However, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The handle with attached string and the catheter with wire was returned. One blue hook was fully seated and attached to the catheter. The second blue hook had detached and was not returned. The inner diameter of the loading catheter, the length of the loading catheter, and the length of the loading catheter's stylet wire were measured and verified to be within the appropriate manufacturing specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: per the complaint report the info received states the customer tied the blue hook into the loading string. This is against the instructions for use. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.